Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was not working. This device was explanted. No additional adverse patient effects were reported.